Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, or the surrounding days. User made bolus requests without entering current bg levels and still having insulin on board (iob). Two cartridge change sequences were conducted with two fill tubing processes. Basal rate was set to .55 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent low blood glucose (bg) levels (35-40 mg/dl) and carbohydrates and glucose tablets were consumed. The customer did not know the cause of the low bg. As the low bg had been addressed, tandem technical support advised the customer to discuss the low bg with a healthcare provider.